Event description:
It was reported that the screw will not fit through the nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed that the lag screw did not contribute to the complained event, therefore it was classified as concomitant item.

Event description:
It was reported that the screw will not fit through the nail.